Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump primed properly. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with a glucose sensor simulator and displayed the 100 value properly on the display graph. No unexpected sensor errors or alarms were noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump over-delivered insulin during rewind. Customer's blood glucose was 1.8 mmol/l. After reservoir change and rewind, customer noticed that half of the insulin was gone. After troubleshooting, customer was advised that insulin pump would need to be replaced.